Manufacturer narrative:
Additional information received; it was confirmed that significant difficulty was encountered even when the graft was released halfway. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure involving the valiant captivia (B)(6) stent graft , difficulty was encountered in advancing the device to the deployment site due to the tortuosity of the patient's artery, which had two significant curves. After several attempts and multiple exchanges of the non mdt wire, the device was successfully advanced. During deployment, the prosthesis did not open and began making cracking noises, requiring disassembly of the system and manual release with significant force to deploy the prosthesis at the intended site. The cause of the deployment issues could not be determined per the physician. No patient complications have been reported as a result of this event.